Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was being considered for a revision due to dislocation but the procedure cancelled. The patient underwent a close reduction on an unknown date and is now wearing a brace. No revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown catalog number, lot number and expiration date - unknown date implanted - unknown; 510k number - unknown manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was being considered for a revision, but the procedure was cancelled. No revision has been reported to date.